Manufacturer narrative:
The electrodes were not returned for evaluation. Electrodes were discarded by facility.

Event description:
It was reported that a patient received burns under the electrode during treatment. The treatment was for the neck. The program used was quadpolar ifc, intensity used was 10-20, mode used was static, and cycle time used was 80-100 pps. The treatment was for 15 minutes. There was pressure applied to the electrodes at the time of treatment. The electrodes were placed ~5 inches apart. The patient's progress toward recovery was not impeded due to this incident. The burns were 1.5 cm just below the right occiput, ~1 cm on upper right trap, and 2 cm from midline. The burn was diagnosed as a second degree burn; the patient did not receive medical treatment for the injury.